Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. A direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported subarachnoid hemorrhage could not conclusively be established through this evaluation. The patient remains ongoing on vad support with heartmate 3 left ventricular assist system and no further issues related to the subarachnoid hemorrhage have been reported. No product was available for evaluation. The heartmate 3 lvas instruction for use lists bleeding, stroke and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaints of a headache and vision changes. A computed tomography was performed on (B)(6) 2018 resulting in a diagnosis of small subarachnoid hemorrhage along the left parietal and occipital lobe paramedian sulci. The patient underwent a craniotomy with cerebral aneurysm obliteration on (B)(6) 2018 and emergency decompression craniotomy on (B)(6) 2018. The patient will be receiving ongoing care related to this event. No additional information was provided.